Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was due to the nurses not having proper training. Patient spoke to the manager and expressed how critical is the need for nurses to get better training. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing total freezing periods and dyskinesia. Caller also mentioned that patient's heart seemed to be beating really fast. They had been trying to charge the patient's implant all day and the patient programmer was not connecting to the implant. Caller reported seeing a black triangle with a question mark in the upper corner of the screen. Agent walked caller through connecting to the implantable neurostimulator (ins) with programmer and caller described same screen. Agent reviewed meaning of symbols on the programmer screen and that ins was off. Caller was able to confirm ins was charged to 100%. Agent walked caller through turning ins back on and caller confirmed seeing the symbol for ins on. Caller and patient were redirected to their healthcare provider (hcp) regarding symptoms.